Event description:
It was reported that stent damage occurred. The target lesion was located in the left subclavian artery. An 8.0x20x135 cm express ld vascular was selected for use. During unpacking, it was noted that the stent was damaged. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the express ld was returned for analysis. A visual examination of the returned device noted that the balloon may have been attempted to be inflated as the stent was expanded on both the proximal and distal end. A visual examination found the stent positioned in the correct location on the balloon, however the stent struts on either end of the stent appears to be expanded. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left subclavian artery. An 8.0x20x135 cm express ld vascular was selected for use. During unpacking, it was noted that the stent was damaged. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.